Manufacturer narrative:
The patient's exact age is unknown. However, the patient was noted to be at least (B)(6).(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-03102, and #3005099803-2012-03103 for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that three excelon transbronchial aspiration needle (tban) devices were used during a bronchoscopy procedure performed on (B)(6), 2012. According to the complainant, the first two tban devices used during the procedure were leaking at the syringe connection on the handle. The needles on both devices were also noted to be stiff, and were difficult to retract. A third tban device was then used; it became stuck and would not retract. However, the procedure was able to be completed with the third device. All three devices were tested prior to use, and were found to work properly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.